Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called in and states their blood glucose level was 459mg/dl. It was reported that the customer had light breakfast and treated with manual injection, but they remained high. It was reported that the customer declined to troubleshoot at this time due to driving. It was reported that the customer states they had no syringes to treat. The customer disconnected from the line. No further assistance or information provided at this time.